Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that they have had (what they think) 2 previous over discharges and pors on their battery. Caller stated that they noticed after the last one it really affected the battery charge frequency and found they were having to charge it daily. Caller mentioned that the two times when they had stimulation running, it raised on its own and then it gave them like an electric shock and then it went off and wouldn't come back on until it was jump started. Agent reviewed with caller how over discharge can negatively effect the implant battery. Caller stated now they think they may have let it over discharge again. Caller is wondering if we can walk them through the jump start process again. Agent reviewed with caller the 3 over discharges is the limit and likely can not be jump started again if that is what has happened. Caller stated that they think at this point they will want to discuss replacing the implant. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that the reason they have the implant is because they have severe back pain and nerve damage. Rep reported that this has been discussed with the physician and patient is going to get replaced on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.